Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient went into vtach and no alarming occurred. The device was in use monitoring patients. No adverse event was reported.